Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the device was at reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after a year, it was not possible to read the implantable neurostimulator (ins) and that they had decided to explant the device as a result. It was noted that a malfunction of the ins was suspected. The issue with the ins remained unresolved at the time of report; the ins was explanted as a result of the issue. The patient was alive with no injury at the time of report. There were no further complications reported or anticipated.